Event description:
It was reported to philips that the system did not boot up successfully. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) checked the device remotely and confirmed that the machine did not switch on. The fse visited onsite and upon functional testing, the fse found the host pc software got crashed due to which machine did not switch on. To resolve the reported issue, the fse reloaded host pc ghost software and rebooted 2-3 times. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.